Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2, cable and reference power supply at level 3.0. The device passed the pre-cautery test; steam and or heat was observed during ten 5-second activations. The device was measure for continuity using a calibrated multimeter continuity was observed. Based upon the returned condition of the device and the results of the evaluation, the reported complaint was not confirmed for "failure to deliver energy" .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.